Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead threshold measurements increased to 3.1 volts and there was loss of capture. An x-ray was taken, but did not show any significant findings. The physician believed the lead had microdisloged. A revision procedure was performed with good measurmeents. However, the following day threshold measurements increased and there was loss of capture again. The physician then opted to explant the lead. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.